Event description:
Same case as MFR#: it was reported that post a coronary drug eluting stenting treatment procedure, restenosis occurred. Two overlapping taxus express2 3.0x16mm drug eluting stents were implanted in unknown lesion. The patient came back 7 months later with restenosis. The physician attempted to treat with an apex balloon 1.5x15mm, but had difficulties crossing the lesion. No patient complications were reported. Further information was requested, but not received from customer.

Manufacturer narrative:
As the unit has not been returned, a technical analysis of the product could not be performed. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause classification is anticipated procedural complication.